Event description:
A malfunction was reported on a pump, but no notable events occurred prior to this, and there was no adverse impact on the customer's blood glucose level. The malfunction, identified as "malf 0," was resettable, and technical support provided information to help the caller reset the pump. After resetting, the malfunction did not recur, and the customer was advised they could continue using the pump. They were also instructed to contact support again if the issue reappeared, which they acknowledged and understood.